Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that vasospasm occurred. In (B)(6) 2011 the subject presented due to unstable angina (braunwald classification iiib) which was diagnosed as myocardial infarction and was referred for cardiac catheterization. Target lesion #1 was a de novo bifurcated long lesion located in the proximal lad (cass site# 12) extending into mid lad (cass site# 13) with 95% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 24 mm, 3.50 mm x 32 mm and 3.50 mm x 12 mm taxus element stents. Per source, it appears that the 2.75 x 24 mm stent was deployed in the 1st diag. Stents 3.50 mm x 32 mm and 3.50 mm x 12 mm were placed in an overlapping fashion in the long lesion extending from prox to mid lad. Following post dilatation, residual stenosis was 0 %. Following placement of the 3.5 x 32 mm study stent in the long lesion in proximal to mid lad, there was a vasospasm noted distally. As a result, dilatations were performed using 1.2 x 12 mm non-bsc balloon. The subject was discharged three days after on aspirin and clopidogrel.

Event description:
It was further reported that the second target lesion was a de novo lesion located in the mid lad extending to the 1st diagonal. Also, the 2.75 mm x 24 mm stent was deployed in the 1st diagonal, with 0% residual stenosis and not on the proximal lad that was previously reported.

Manufacturer narrative:
(B)(4).